Manufacturer narrative:
Corrected: d1, d4 (serial). Purge pressure high: no logs were returned. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 68-year-old male with end-stage heart failure underwent left ventricular assist device (lvad) implantation. His postoperative course was complicated by right ventricular failure, and he was initiated on veno-venous extracorporeal membrane oxygenation (vv-ECMO) for temporary support. Due to persistent rv dysfunction, a multidisciplinary heart team elected to implant an impella rp flex for right-sided mechanical circulatory support. First impella rp flex implant attempt: a right internal jugular (rij) approach was used for device implantation. However, the impella rp flex could not be advanced into the optimal position. The inlet remained outside the right ventricle, and the outlet could not be positioned appropriately within the pulmonary artery. Because correct positioning could not be achieved, the device was removed, and the team elected to attempt re-implantation. A second impella rp flex was successfully implanted via the rij, achieving the appropriate right ventricular and pulmonary artery positioning. Following successful implantation hemodynamics improved, and the patient was able to wean from vv-ECMO, indicating improved right ventricular function. After 8 days of impella rp flex support the purge pressure increased, prompting evaluation of the purge system. The purge solution was changed from sodium bicarbonate to heparin. Throughout this event the motor current remained unchanged. The patient remained hemodynamically stable, and no pump alarms or signs of device malfunction were reported. Given the stable condition and ventricular recovery, the impella rp flex was removed the same day. The patient remained hemodynamically stable following explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.